Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 29-may-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. On (B)(6) 2020 it was reported that the healthcare provider was going to do a dye study on (B)(6) 2020. The healthcare provider thinks there is a kink or damage to the catheter. The patient had been having therapy issues. Additional information was received that reported that they completed the dye study today, (B)(6) 2020. Unfortunately, the physician was not able to aspirate the catheter through the access port so he did not proceed with injecting dye. The physician would like to refer the patient to the implanting neurosurgeon for a CT scan to check the catheter, however, the patient has elected to have the pump removed. The patient would be discussing an explant with the neurosurgeon as well. The patient had a successful trial. The patient reported over a few months post implant that she had a return of pain. The physician did a cap procedure in the (B)(6) 2018 that was successful, so over the past year, he has been titrating up the medication dose, but has had no increased pain relief. During refills, the physician has noted no large deviation between the removed drug and what is expected. Due to this, he believes the catheter may have pulled out of the intrathecal space. At the procedure, we did interrogate the pump and read the logs and there has been no stalls. No further complications were reported or anticipated regarding the event.